Manufacturer narrative:
Pump received with blank display due to interface board broken solder joint. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there are cracks near battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.